Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the pulse generator exhibiting far r over-sensing resulting in episodes of inappropriate mode switch. No interventions were reported. The patient was stable.